Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein one of the existing leads was explanted and replaced to address the issue. Reportedly, the issue resolved and effective therapy was established post-operatively. It is unknown which lead was explanted. Therefore, all suspected devices will be reported.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-32594. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedance on contact 9-16. Attempts to reprogram the patient were unsuccessful. Surgical intervention may take place to address the issue.